Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturing representative (rep) reported the patient was having trouble keeping her coupling boxes up. At times, the patient can get up to 8 boxes but yesterday she got 8 coupling bars 3 times in 2 1/2 hours. Sometimes the implantable neurostimulator (ins) felt like "it's right there" and sometimes it felt like it's at an angle. The rep will meet with the patient and will try a new implantable neurostimulator recharger (insr) and will use the antenna locate feature, and look at the pocket site. Upon follow-up, the rep met with the patient and was able to determine that the angle of the generator in her pocket and the location of the generator is the reason she has had difficulty getting all 8 boxes on the charger. The rep was able to get all 8 boxes easily. The rep showed the patient the best location for the antenna to get all of the boxes. The patient seemed to understand the reason why she was having difficulty and will let the rep know if she had any further issues. If additional information becomes available, a follow-up report will be submitted.